Event description:
It was initially reported by the physician that the patient's device is now at end of service (eos) and therefore needs to be replaced. He stated that the device could not be interrogated and they believe it was below its 30 percent life. Patient was put on medications as they noticed an increase in seizures (below pre-vns baseline) due to dead vns battery. Patient underwent a battery replacement surgery. Explanted generator was returned to manufacturer for analysis. Analysis is currently pending on the generator. Additional information from the nurse revealed that the programming system is working perfectly fine on other patients, therefore, they suspected that this patient's vns was dead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.